Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and alleged that insulin pump was under delivering. The customer¿s blood glucose was 500 mg/dl at the time of the incident and was treated with a bolus. The customer¿s other blood glucose was 490 mg/dl. The customer reported that they do not feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivery as it asked for rewind. The customer reported that insulin exited at the quick release. The insulin pump passed the self test, displacement test and the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The device will not be returned for analysis.